Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine generator change. A pre-operative device interrogation revealed abnormal pacing exhibited by the right atrial (ra) lead. The physician observed that the lead had dislodged and was located in the ventricle. The lead was explanted and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and unspecified capture issue. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After the lead was cleaned the helix could be extended and retracted by with torque applied directly at the connector pin. The full helix extension length was measured within specification. The reported event of unspecified capture issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that dislodgement was confirmed by fluoroscopy and the were no patient symptoms associated.

Manufacturer narrative:
Additional information: b5 and b6.